Event description:
It was identified during a periodic review of the programming history database that a patient had high impedance on a system diagnostic test. The patient's normal mode was later programmed off after the high impedance occurred. No further relevant information has been received to date and no known surgical intervention has occurred to date.